Manufacturer narrative:
The insulin pump had a frozen display and constant tone due to corrosion on the mother board. The insulin pump had a cracked display window and missing end cap sticker.

Event description:
The customer reported a crack on the case, near the reservoir and battery compartments. The customer also reported fluid inside the case due to going into the pool with the insulin pump on. The customer stated that she removed the battery and inserted a new one. The customer stated the insulin pump counted up to the number 6, then froze. Prior to going into the pool, the customer had received two alarms with a loud beep. Advised the customer that the insulin pump would be replaced. Nothing further was reported.